Event description:
It was reported that during a diagnostic laparoscopy and perforated gastric ulcer exploration of gastric fistula procedure (emergency procedure), the procedure was very long (6 hours) and very difficult. A break was taken in the middle of the procedure as a second consultant was called to assist due to the complexity of the case. Prior to this break, an ets 45 stapling device was used with green reloads. Immediately after the break, the surgeon asked for a stapling device and scrub nurse handed the loaded stapling device. This was used on the patient but failed to fire the staples but cut site. On investigation, it was seen that this staple had no staples left in and this had been a misfire. The surgeon asked for sutures and the incision line was oversewn in a safe manner. This was checked for leaks at the end of the case using methylene blue and was found to be secure. There were no adverse consequences for the patient reported. One device and one reload were discarded.

Manufacturer narrative:
(B)(4).